Event description:
It was reported the patient experienced inappropriate shocks. Patient was hospitalized, detection was turned off and lead replaced. No further patient complications were reported as a result of this event, and the patient is reported to be okay.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.